Event description:
It was reported that during the procedure, the shaver blade tip got broken during procedure. It is unknown if there was delay or back up available. No patient injury was reported.

Manufacturer narrative:
One (B)(4) disposable 4.5mm incisor plus elite blade reported on. This product is sold as a box of six-pack. They are not intended to be sold individually. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. This blade has a maximum rotational speed of 5000rpm vs. Other popular blade products that have speeds of up to 10,000rpm. Tip breakage may be due to inadvertent pressure applied while deburring which causes wear bands on the inner blade surface. Per the devices instructions for use ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. Final product met predetermined specifications upon release to distribution.updated.

Event description:
It was reported that during the procedure, the shaver blade tip got broken. It is unknown if there was delay or back up available. No patient injury was reported.